Event description:
The customer contacted stryker to report that they observed an event code logged on their device and it would no longer detect a rhythm. The event code is related to a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may be unavailable, if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the event code was present but could not duplicate any issues. The software was re-installed and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. A root cause for the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available.